Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker was part of a system revision due to erosion. The wound edges of the patient was also noticed to be necrotic and black. There were no additional adverse patient effects reported. The pacemaker was explanted.